Event description:
A malfunction was reported by the customer regarding the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in resetting it. After the reset, the malfunction did not occur again, and the customer was advised to continue using the pump and to call back if the issue recurred. The customer acknowledged and understood these instructions.